Event description:
Complaint is reportable based on analysis completed on (B)(6) 2010. It was reported that during a stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the severely calcified obtuse marginal. A 20x2.25mm taxus liberte atom stent delivery system (sds) was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is stable. However, analysis of the sds revealed that the stent moved on the balloon.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the stent moved approximately 0.5mm distally on the balloon. Further examination of the sds revealed tip damage. There was blood and contrast visible in the distal shaft. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).